Event description:
Pt has received a 3-way foley catheter and continuous bladder irrigation had been ordered. Pt was not tolerating any flush and md was informed. Dr. And nurse attempted to remove the catheter but met quite a bit of resistance. Urology consulted again, foley was then spun under direct u/s vision/ guidance, balloon appeared deflated. Catheter was removed from pt, tip was intact. The defect was that the irrigation and balloon ports are reversed not allowing the balloon to fill appropriately. Catheter did drain urine appropriately throughout pt stay but when removed catheter was found to be defective.